Manufacturer narrative:
Lot number and correct device manufacture date provided.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, the surgeon alleged an inaccuracy. The surgeon placed three of the four screws l4-l5 and when placing the last screw on the right side of l5, noted the instruments were not tracking. The open spine clamp had moved, the screw to the clamp came loose on the frame. The frame was re-set to its original position and the patient was re-registered using point-merge off of an intraoperative computed tomography (CT) scan. Post-op fluoro shots confirmed correct screw placement. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.